Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on an unknown date during a robot assisted proctectomy and "it was reported by a surgeon that patient temperature easily decreased while in use. There was a possible of hypothermia. He/she hope that heating function is added to the device." The procedure was completed without an alternate device. Further assessment was sent; however, no more information was known regarding this event. This report is being raised on the basis of injury, related to a device being used during a procedure without any report of a malfunction, where the patient experienced hypothermia.

Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on an unknown date during a robot assisted proctectomy and "it was reported by a surgeon that patient temperature easily decreased while in use. There was a possible of hypothermia. He/she hope that heating function is added to the device." The procedure was completed without an alternate device. Further assessment was sent; however, no more information was known regarding this event. This report is being raised on the basis of injury, related to a device being used during a procedure without any report of a malfunction, where the patient experienced hypothermia.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised the following: the gas flow can lead to a lowering of the patient's body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient's body temperature during the entire surgical procedure. The insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can lead to a constant gas flow of above 1 l/min. When operating on children younger than 12, a gas flow of more than 1 l/min poses an increased risk of hypothermia for the patient. Corresponding measures to prevent hypothermia include the use of blankets or pre-warmed gas. The patient's body temperature has to be monitored at all times during surgery. We will continue to monitor per regulatory requirements to help ensure patient safety.